Event description:
It was reported that during a nephro-ureteral stent placement procedure, a suture break occurred. The urethra was being treated. A 8/24 percuflex nephroureteral stent was selected for use. It was noted that the suture broke at the upper pig tail on both percuflex nephroureteral stent. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has the suture hole torn, as part of overall visual revision. A visual inspection was performed, the returned catheter has the suture holes torn. The suture does not have any anomalies or damages. A mandrel 0.038 inches was inserted through the stent, it passed properly without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during a nephro-ureteral stent placement procedure, a suture break occurred. The urethra was being treated. A 8/24 percuflex¿ nephroureteral stent was selected for use. It was noted that the suture broke at the upper pig tail on both percuflex¿ nephroureteral stent. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).